Event description:
It was reported by the clinician that the spring wire guide (swg) became unraveled inside of the pt. Add'l info from sales representative received 11/9/09 states the swg unraveled during insertion into the pt's internal jugular. The swg was removed intact. At which time, a second kit was opened and used successfully.

Manufacturer narrative:
(B) (4). F/u will be filed if add'l info becomes available.